Event description:
Per the clinic, the patient experienced a decrease in performance. An integrity test was not able to be performed as the device was not able to connect to the program. Explant and reimplantation is planned, but had not taken place at the time of this report.

Event description:
In an article title "evaluation of percutaneous balloon kyphoplasty in the treatment of vertebral body compression fractures due to multiple myeloma", the following events were reported: three pts had worsened of vertebral collapse. One pt had a foot drop. No additional info was reported.

Manufacturer narrative:
Implanted device remains.

Manufacturer narrative:
Per patient's surgeon, the device was explanted (B)(6) 2010. During the same surgery, the patient was reimplanted with another device.(B)(4)

Manufacturer narrative:
(B)(4).